Event description:
During a pulmonary vein isolation procedure, a tip fracture occurred. The catheter was inserted into a 10f short sheath and there was no ice image appeared on the system. The catheter was removed and it was noted that the tip was broken/damaged. Another catheter was used to complete the procedure with no patient consequences.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip noted 0.6¿ proximal to the distal tip.